Manufacturer narrative:
The technician replaced the brake and swivel casters to repair the bed.

Event description:
Info received indicates the head end brake caster is not holding and continues to ratchet.